Manufacturer narrative:
FDA request for additional information # (B)(4) dated (B)(4) 2012, was received by our firm and matched to this event, which was previously reported by the healthcare provider to edwards. The response to this request for additional information was mailed to the FDA via (B)(6) on (B)(4) 2012, and received on (B)(4) 2012. Below is the additional information learned by edwards since the submission of the initial medwatch for this report. Edwards requested intraoperative echocardiography imaging from the hospital; in response, a brief 2 second clip was provided. An independent assessment of the clip states the following: "limited post-pump imaging after bioprosthetic aortic valve replacement suggests mild paraprosthetic aortic regurgitation". R&d evaluation and functional testing of the device: as received and examined in a free state in air, a slight coaptation gap was observed between leaflets 1 and 3 resulting in the central hole being slightly skewed toward commissure 1. There was minor damage to the cloth and sewing ring which likely occurred during explant. Two metal suture crimps still connected to the sewing ring were present. Indentation marks located on leaflets 1 and 2 located near commissure 2 and on the cusps of leaflets 2 and 3 were observed. These leaflet indentations have characteristic markings of being grasped with forceps or hemostats, which presumably occurred during explant also. All three leaflets were observed to be slightly stiffer than un-implanted valves when probed with a finger. No difference in flexibility was evident in any of the leaflets in the as received valve. Leaflet stiffening was most likely due to blood exposure during implantation or subsequent storage in formalin after explant. This increase in stiffness may influence the appearance of the returned valve, the function of the leaflets, and the flow and leak assessments performed under fluid pressure. Functional testing was then performed in a pulse duplicator under normal physiological conditions; the total regurgitant fraction (trf) is (B)(4), which is more than five times lower than the (B)(4) maximum trf allowed for this size valve per iso5840:2005. The small trf measured is from a non-central origin, which is consistent with that observed from the echocardiography. Manufacturing review and edwards conclusions: based on the imaging provided, the reported insufficiency maybe due to transient non central leak through the sewing ring and stent assembly areas which is typical for this type of bioprosthesis immediately at implant, and should be reduced to a negligible level shortly after the reversal of heparin with protamine in the initial operation. Edwards manufacturing review indicates this device passed all manufacturing and sterilization inspections. Valve leaflets undergo a deflection test and are carefully sorted together based on size, flexibility, texture and deflection category per established specifications. During valve assembly the three leaflets, which have been grouped for the same valve, are inspected again for uniform and common thickness and same stiffness. Therefore it is highly unlikely that the three leaflets on the valve would exhibit inconsistent flexibility. According to the available information, device evaluation, and edwards investigation, the report of "one leaflet more pliable than the other two" cannot be confirmed.

Event description:
It was reported via an edwards sales that a model 3300tfx 25mm aortic valve was implanted, then upon coming off pump he still saw significant aortic insufficiency. Surgeon went back on pump, and replaced the valve with another 25mm 3300tfx, of which no problems were reported. The patient came off pump and is doing fine. Doctors felt that one of the three leaflets was much more "pliable" and "flaccid" than the other two leaflets and they felt that this was the issue with this particular valve. The provided operative report does not mention any details about the subject explant at implant. Report states the patient underwent a maze procedure, and ligation of left atrial appendage during the same surgery.

Manufacturer narrative:
Device evaluation: the explanted device was returned, gross visual evaluation states the leaflets appeared flexible. The valve also exhibits serrated markings on the tissue, most likely due to impression of a surgical tool. No other inconsistencies. Therefore, initial report stating "one of the three leaflets was much more "pliable" and "flaccid" than the other two leaflets" cannot be confirmed based on visual observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The returned valve is currently undergoing functional testing under normal physiological condition at edwards' r&d laboratory. Also, attempts are ongoing to obtain intraoperative echo imaging in order to evaluate the performance of the valve in vivo. Testing results, additional information, and edwards conclusions will be reported once available.